Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was returned in two separate pieces, confirming the complainant's experience of tissue bag fragmentation. Clean cuts were observed on both pieces of the tissue bag near the site of separation. Based on the condition of the returned unit, it is likely that the reported event was caused by a sharp instrument making multiple cuts on the tissue bag, resulting in the fragmentation. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: appendectomy. Detailed description of event: translation: surgeon: dr [name]. As indicated by mrs. [Name] (pharmacist of the establishment): "during the extraction of the anatomical piece, part of the medical device remained in the abdominal cavity (the green tip / pearl of the bag). The operator only became aware of the missing piece during the final inspection of the abdominal cavity before the visual trocars were removed. It was subsequently removed." Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: the operator only became aware of the missing piece during the final inspection of the abdominal cavity before the visual trocars were removed. It was subsequently removed.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: appendectomy detailed description of event: translation: surgeon: dr [name] as indicated by mrs. [Name] (pharmacist of the establishment): "during the extraction of the anatomical piece, part of the medical device remained in the abdominal cavity (the green tip / pearl of the bag). The operator only became aware of the missing piece during the final inspection of the abdominal cavity before the visual trocars were removed. It was subsequently removed." Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: the operator only became aware of the missing piece during the final inspection of the abdominal cavity before the visual trocars were removed. It was subsequently removed.